Event description:
The customer reported a leaking stopcock with the three gang large bore stopcock manifold. The customer reported that it is unclear where the leak actually took place. This report occurred in the pediatric intensive care unit. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. A sample is available for evaluation. No additional information was available.

Manufacturer narrative:
One companion sample was received for the cracked stopcock condition. The reported condition of a crack in the stopcock causing a leak was confirmed. Visual inspection showed that the sample was completely broken apart at one of the luer junctions. The crack was at the luer shaft and bonding area. The root cause appears to be due to a shipping and handling error. The remaining luer junctions and components were under water leak tested with no leaks found. Should additional information become available, a follow up medwatch will be submitted. (B)(4)